Event description:
Rn narrative surgical ICU, no specific time noted on report: baxter pump infusing heparin gtt for several days, patient has been sub-therapeutic on the standard protocol despite a significant mg/kg/hr dosing. Rn hung a bag that should have infused over 5 hours, at the end of infusion this rn noted that the bag had a large amount of volume left though it should have been almost empty. Concern being that the patient was actually being under-dosed with the medication. Heparin primed on new line and infused on a new pump. Patient became therapeutic within 2 hours of med on new pump. Pump in question sequestered and IV tubing saved for safety report. Biomed testing: no problem found; device passed manufacture specifications.